Event description:
Same case as MFR# 2134265-2010-00895. It was reported that during a coronary stenting treatment procedure balloon withdrawal resistance occurred. The 70% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 4.0x10mm flextome balloon and then a 4.00x28mm veriflex stent was advanced to the lesion and successfully deployed. While trying to remove the stent delivery balloon the physician experienced withdrawal resistance. The physician was able to successfully remove the device from the patient and then realized that an additional stent was needed. A 3.50x16mm veriflex stent was advanced to the lesion and was deployed, overlapping the first veriflex stent. While removing the stent delivery balloon from the stent, withdrawal resistance occurred with this device as well. The physician was able to successfully remove the device from the patient and the lesion was postdilated with a 4.0x20mm quantum maverick balloon. The procedure was successfully completed with no patient complications reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
Device evaluated by manufacturer: updated device evaluated by manufacturer: an examination of the returned device found that the balloon had been inflated and was not refolded. No other issues existed with this device. There was no kinking or any evidence of stretching along the entire length of the shaft. The device was attached to an encore inflation unit and the balloon was inflated and deflated with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2010-00895. It was reported that during a coronary stenting treatment procedure balloon withdrawal resistance occurred. The 70% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 4.0x10mm flextome balloon and then a 4.00x28mm veriflex stent was advanced to the lesion and successfully deployed. While trying to remove the stent delivery balloon the physician experienced withdrawal resistance. The physician was able to successfully remove the device from the patient and then realized that an additional stent was needed. A 3.50x16mm veriflex stent was advanced to the lesion and was deployed, overlapping the first veriflex stent. While removing the stent delivery balloon from the stent, withdrawal resistance occurred with this device as well. The physician was able to successfully remove the device from the patient and the lesion was postdilated with a 4.0x20mm quantum maverick balloon. The procedure was successfully completed with no patient complications reported with the patient's current condition listed as "okay".

Manufacturer narrative:
(B)(4).